Event description:
It was reported the pt's device was removed within several months of the original implant date. The reason and date of the surgery were not reported. The pt was re-implanted on (B)(6) 2011. Add'l info was requested, but not provided.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be reevaluated and a follow-up report will be sent.